Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed test code #14. It is unknown the circumstance in which the event occurred however, no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The customer repaired the unit by adjusting the vacuum and pressure regulators. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse did observe several code #14's in the log files. The fse performed a full preventive maintenance (pm). All functional tests were performed and calibration was validated. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.